Event description:
Information was received from a consumer regarding a trial patient undergoing an advanced evaluation. It was reported that the patient had not had a bowel movement since (B)(6) and took pills to help them have a bowel movement. Additional information was received on 2017-apr-04. The patient was referred to their doctor and had a follow-up scheduled for (B)(6) 2017. The patient switched to program 2, amp now at 0.8, and stim was felt in the buttocks area. Additional information was received on 2017-apr-05. There had been no change in symptoms. The patient had 3 bowel movements yesterday, but no progress in therapy. The therapy was not helping the patient and the patient now had issues with emptying their bladder when they didn¿t before the advanced evaluation started. Additional information was received on 2017-apr-06. It was reported a manufacturer representative informed the patient they were to only have the device in for 10 days; however, the patient¿s doctor was going on vacation and would be rescheduling the appointment. The patient was very worried about having the device in longer than it should be. Additional information was received on 2017-apr-07. The patient had no bowel movements since (B)(6), which made it only 2 bowel movements since the evaluation started. The patient was not happy with that. It was unclear how many bowel movements the patient had as it was previously reported that the patient had 3 bowel movements one day. The patient¿s voids had been affected by the evaluation; the patient was voiding less and took diuretics to help them void more. The patient had concerns about having the lead removal after (B)(6) and was given date of removal on (B)(6); the patient would be out of town on (B)(6). Additional information was received on 2017-apr-08. The patient confirmed the advanced evaluation was not helping them with their bowel symptoms and wanted the lead removed asap. The patient had not had a bowel movement. It was unclear how many bowel movements the patient had as it was previously reported that the patient had bowel movements. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.